Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels was 410 mg/dl. The customer did not mention any symptom related to high blood glucose level. The customer treated high blood glucose level with manual injections. The customer reported that the insulin pump had compromised forced sensor system error alarm. The drive support cap appeared normal. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will be returned for analysis.